Event description:
Post bypass the patient required additional cardiac support. Doctor ordered intra-aortic balloon pump (iabp) and then noticed that the balloon pump sheath was not easily flushable and balloon was not easily advanced through sheath. After initiation, iabp was in good parameters of use, approximately 30 minutes later machine detected "leak". Iabp was exchanged with another iabp to finish the procedure. Believed to be problem with haemostasis valve.